Event description:
It was reported that the master tool manipulator right (mtmr) from the surgeon side console (ssc) intermittently did not respond as expected, and no procedures were affected and no abort occurred while the system remained in use. No intuitive surgical, inc. (Isi) technical support engineer (tse) troubleshooting was documented in the provided notes. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onsite to recalibrate and test-drive the affected mtmr as well as the mtml. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).